Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic after receiving high voltage shocks from the implantable cardioverter defibrillator. Upon review of the electrograms, it was noted that the some of the therapy was inappropriate for atrial fibrillation with rapid ventricular response. Programming changes were made and no additional inappropriate therapies have been noted. Patient condition was stable.